Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the alarm keys and keypad is not functioning. The customer reported there was no patient involvement.

Manufacturer narrative:
It was reported that the keypad assembly was replaced. The ventilator passed all tests and operated within the manufacturing specifications. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed.